Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide. The wire guide was being used with a fusion quattro extraction balloon and the wire guide got stuck in the balloon. When the physician tried to maneuver the balloon, it stripped the coating off the wire guide. Both of these devices were removed from the pt. No section of the device detached inside the endoscope or pt. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our eval of the returned device confirmed the report. Approximately 100 cm from the distal end is some minor damage to the coating. Approximately 22 cm from the distal end is a section of exposed core wire 12 cm long. The coating has peeled over itself in both the distal and the proximal direction. Approximately 6 cm from the distal end is a kink in the wire guide. Due to the condition of the returned device it cannot be determined if some of the coating is missing. A prod-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduced the actual conditions of product usage during our laboratory analysis. This limits out ability to conclusively determine a cause. The instructions for use for this prod notes for best results, wire guide should be kept wet. Also, use of this wire guide with metal tip ercp device may result in damage to the external coating and/or tip of the wire guide. Prior to distribution, all cook acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at the time based on the qual engineering risk assessment. Qual assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.